Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. Zimvie received one portion / fragment of the biomet screw for evaluation. Visual evaluation of the as returned devices identified the fractured screw fragment stuck inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. This complaint refers to the specific device being investigated for this complaint record. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the biomet screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is parafunctional habits/patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided d1: brand name unknown / not provided d4: lot number unknown / not provided d4: catalog number unknown / not provided d4: expiration date unknown / not provided d4: unique device identifier (UDI) unknown / not provided e1: email address and first/given name unknown / not provided g4: PMA/510(k) number unknown / not provided h4: device manufacture date unknown / not provided the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the final abutment screw in the implant at tooth site #14 had fractured. The implant was removed. An additional appointment was anticipated in approximately four months to replace the implant.